Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged of having sinus congestion, headaches, scratchy throat, difficulty breathing and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of liquid ingress. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of black contaminant on front panel, additional contaminant present on the blower, inside the blower, on the blower cap, and inside the blower box. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e-130. The manufacturer concludes there was evidence of liquid ingress, black contaminant on front panel, additional contaminant on the blower, inside the blower, on the blower cap, and inside the blower box. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.